Event description:
It was reported a trial pt experienced paralysis of both legs and an epidural hematoma was suspected. The lead insertion was at t12-l1, the bleed that caused the hematoma was at t7. It is believed by the health professional that the lead caused the bleed when it was being advanced. The trial procedure was 'normal? And no indication of anything unusual. The lead was removed when the symptoms began. The pt was sent for an MRI (no results reported). The pt continued to have partial paralysis in both legs one week later. No further outcome was reported. A follow-up report will be submitted if add'l info becomes available.